Event description:
It wase reported during insertion into the left femoral artery, the iab would not advance. As a result, the iab was exchanged with a 40cc iab. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.